Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The medtronic sales representative was contacted by the local trainer who was working with the customer's mother in an attempt to resolve the customer's high blood glucose. While changing the infusion set and reservoir she noticed a strong smell of insulin and the customer continued to use the insulin pump however, 2 days later the customer experienced the same issue. The customer's mother also stated that the customer was playing outside when she noticed splotches on the insulin pump screen; she was advised this is normal if exposed for an extended period of time and it will go away when the insulin pump is not in direct sunlight. The trainer provided the customer with a loaner insulin pump and had no issues; the customer's mother was advised that the insulin pump would be replaced as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was over 500 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.